Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: 05/17/2017, exp date: 04/30/2022; (B)(4), mfg date: 06/13/2016, exp date: 05/31/2021; (B)(4), mfg date: 02/12/2017, exp date: 01/31/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown chest surgery on (B)(6) 2017 and suture was used. The needle was detached from the suture during dermostitch. It was not a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). The actual device involved in this event was returned for evaluation. The evaluation found that the swage area was broken which caused the pull out of needle. Marks on the body and edge of the needle appears to be by use of a surgical instrument. Per the sample condition of the needle the assignable cause of the performance pull off suture needle, suggest a needle breakage. Additional evaluation of the needle revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.